Manufacturer narrative:
Difficulty with sensor removal is a known and anticipated potential adverse effect as described in the eversense user guide, which does not require additional investigation. Sensor removal status will be provided in a supplemental report once the information becomes available.

Event description:
On april 27, 2026, senseonics was made aware of an unsuccessful attempt to remove a user's sensor. The health care professional was unable to locate the sensor during the extraction procedure and believes it is deeply embedded in the muscle. The user is experiencing pain in their left arm. The user has continued using the system with a new sensor. The initial report to senseonics indicated the sensor remains in the patient's arm with no removal scheduled. The healthcare provider was unresponsive to multiple follow-up attempts and additional information is unavailable.